Manufacturer narrative:
Per the tandem user guide: the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall the cgm and bg values. Reportedly, customer wore sensor longer than the recommended warranty time period. No additional patient or event information was available. A root cause could not be determined. Customer was instructed to replace or purchase a new sensor.